Event description:
Report received of two unrequested bolus doses. The pump was programmed in the pca only mode to deliver morphine 1.0mg/ml with a 2mg pca dose, 15mg patient lockout, and a 30mg 4-hour limit. After an unspecified length of time, the nurse thought they heard "the pump cycle like it was delivering a dose" without the patient pendant being pushed. The patient pendant was reportedly not within the patient's reach at the time of the event. The pump remained in clinical use. Approx 40 minutes later, the nurse reportedly "heard the pump cycle again." At this time, the nurse noted the pump display indicated the pump had delivered a dose. The device was removed from the clinical service. The therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical intervention were required. Though requested, no further info was provided.